Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient allegedly fell on the ipg site approximately 5 months ago (date of event unknown). Subsequently, the patient began to experience discomfort due to the ipg irritating on the beltline. Reportedly, surgical intervention was undertaken on (B)(6) 2015 during which time the ipg was repostiioned deeper into the pocket.